Event description:
During a service call to unlock a helmet hoist in the down position, a field service engineer attempted to adjust the proximity sensor when the helmet released, falling onto the engineer. The helmet injured the fse requiring medical intervention and hospitalization.

Manufacturer narrative:
The helmet was accidentally released by the hand controller during the service activities. The cause cannot be determined post-incident from the investigation. This event has not been observed in prior servicing activities so, it has been classified as an "unusual event".